Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, heavily calcified, 99% stenosed, distal right coronary artery (rca) the 2.25 x 28 mm xience prime stent was implanted, however, a distal edge dissection was noted. A 2.25 x 12 mm xience prime sds stent was used as treatment and the procedure was completed successfully. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the stent delivery system (sds) was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.